Event description:
User alleges when they went to replace a f-10 with a new f-10 filter it leaked water and blood after 30 minutes in use.

Manufacturer narrative:
Evaluation - other: information provided by the user was that they had a f-10 filter, which became clogged during a procedure (12 hours), they replaced it with a new f-10 filter and after 30 minutes in use it leaked water and blood. No patient injury was reported. It was also stated that the leak was significant. Information on the sample was that the facility did not want to decontaminate the set so it could be returned to smiths medical for evaluation. A drawing of the f-10 was faxed to the distributor to indicate where the leak occurred. The drawing was returned and the user indicated that the leak occurred where the closed end cap is bonded into the filter tube. A review of our device history records indicated that this was an isolated incident. Conclusion: without the actual sample for evaluation, smiths medical cannot confirm the validity of the complaint or confirm the root cause for the filter leaking.